Event description:
It was reported that the ilet displayed a malfunction alert that persisted after restart, consistent with an insulin delivery motor stall error, and the user¿s prior dry run only temporarily mitigated the problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with consecutive stalled motor events. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Investigation description. Complaint was confirmed and duplicated. Alert 38 was annunciated and attempting to rewind lead screw, which was unsuccessful. The device was opened to inspect interior components. The motor was found to have a loose casing.